Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample out of pouch, primed. Visual inspection showed that the drip chamber had separated from the check valve filter outlet port/end cap. Microscopic inspection showed that the drip chamber had little to no solvent residue on the bonding surface. Inspection of the check valve filter outlet port/end cap showed no residual solvent residue on the sealing surface. All remaining solvent bonds throughout the set were then pull tested with no failures noted. The cause was determined to be due to a manufacturing issue. A CAPA was initiated to investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The unknown lot number could have been produced in either (B)(4). The addresses for both manufacturing sites are: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink buretrol solution set, the drip chamber was observed to be separated from the check valve filter outlet port/end cap. No additional information is available. This is report 1 of 4.